Manufacturer narrative:
Addendum to the initial report. Based on a review of medical records received the patient underwent explant of the bard/davol ventralex and implant of a bard allomas mesh approximately six months post implant. With the current information available no conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of the patient's medical records: (B)(6) 2012 - patient underwent repair of the periumbilical and umbilical incisional hernia with implant of a bard/davol ventralex circle hernia patch. (B)(6) 2013 - patient was hospitalized due to severe abd pain and multiple episodes of vomiting. The patient was diagnosed per an abdominal CT scan performed with a small bowel obstruction likely due to adhesion at the level of the surgical mesh. (B)(6) 2013 - patient had a follow up office exam and complained of pain with spontaneous purulent drainage from the incision site. The patient was diagnosed with an infraumbilical wound infection. (B)(6) 2013 - patient was readmitted to the hospital with complaints of pain and purulent drainage associated with the site of open repair of an umbilical hernia with mesh (ventralex) and was started on IV antibiotics. During her hospitalization an ultrasound was performed which demonstrated a fluid collection in the subcu space tracking to the mesh and a possible abscess. (B)(6) 2013 - patient had an md office exam and per the md exam notes "he removed the abdominal dressing and noted a scant amount of green purulent material with no odor.". Patient was diagnosed with an infection and inflammatory reaction due to surgical device implant. (B)(6) 2013 - patient underwent removal of bard ventralex mesh patch, lysis of adhesions, segmental small bowel resection and repair of periumbilical incisional hernia with a bard/davol allomax biologic graft. (B)(6) 2013 - patient had a postoperative md exam with indication that the patient was doing well.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2010 - it is alleged the pt was implanted with a bard/davol ventralex patch during a periumbilical incisional hernia repair procedure. It is alleged, that the weeks and months following the pts hernia repair surgery, the pt experienced complication from the repair surgery and ventralex patch, including, nausea, vomiting, fever, abdominal tenderness at the surgical site: small bowel obstruction due to adhesion at the level of the mesh, infection and abscess in the subcutaneous space associated with the ventralex patch, purulent damage from the surgical site; surgical removal of the ventralex patch and a portion of pt's small bowel; small bowel resection; and multiple hernia surgeries. The attorney alleges infection, recurrence, adhesions, explant and obstruction.

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The pt's attorney has not provided medical record. Without a lot number a review of the manufacturing records could not be conducted. With the currently available info, no conclusion can be drawn. It is alleged the pt was treated for infection, adhesions and hernia recurrence all of which are listed as possible adverse reactions in the instructions-for-use. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.